Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-55, serial/lot: (B)(4), description: scs phiii ext 55 cm. Model: sc-2408-56 , serial/lot: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient had wound healing disturbance in the right pectoral due to a suspected allergy. The physician explanted the entire system.

Manufacturer narrative:
The following devices were returned and analyzed: sc-1110-02, s/n (B)(4): upon receiving, the ipg device was completely depleted. It was verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed functional test and revealed normal device characteristics. Sc-3138-55, s/n (B)(4): the lead extensions were cut from the proximal ends. Damage to the devices were similar to the typical explant damage and not considered a failure. Sc-2408-56, (B)(4): the leads were cut in half. Damage to the devices were similar to the typical explant damage and not considered a failure.

Event description:
A report was received that the patient had wound healing disturbance in the right pectoral due to a suspected allergy. The physician explanted the entire system.